Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an morphine 5mg and bupivacaine 5mg/ml, dose not reported via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient experienced lack of pain relief and the catheter "not flowing". Diagnostics included a cap/dye study. A new pump and catheter was implanted, the old system to be removed at a later time. Per the reporter the physician wanted to program the pump to off state. The pump off code was requested. The issue was resolved at the time of the report. The patient status at the time of the report was noted as alive, no injury.